Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found low battery life in the event log. The customer's stated problem was verified. According to the investigation the pump was inspected cassette attached onto pump and it alarming "cassette not attached properly". Investigation unable to perform any functional test. Further investigation of the pump determined that a faulty motor may had been the root cause of the issue due to evidence in the event log. Investigation recommended that the motor be replaced as preventative measure.

Event description:
Information received indicating that a smiths medical cadd solis vip pump's battery was draining at a faster rate than usual. There were no adverse effects to the patient due to the reported event.